Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection which resulted in a disconnection and leak was reported between the heater line of the homechoice cassette and the heater bag, and is known to cause this alarm. The cause of the loose connection/disconnection/leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during fill two of four of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a loose connection between the heater line of the homechoice cassette and the heater bag which resulted in a disconnection and a leak which led to this alarm. It was reported the hp reconnected the bag after the alarm. Renal therapy services (rts) advised the hp to contact their peritoneal dialysis registered nurse (pdrn) about the alarm and the bag being disconnected. Rts assisted the patient to close all the clamps, disconnect using aseptic technique, cycle the power and remove the cassette to end the therapy session. Rts reviewed proper procedures per the user manual with the patient. The hp would start over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.